Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal with concentration 500 mcg/ml at a dose rate of 42 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had an MRI (magnetic resonance imaging) at 5 pm yesterday for an unrelated medical reason. The pump was not interrogated post MRI until today. There was no stall recovery and the company representative did not know if the pump was audibly alarming. Technical services troubleshooted with company representative reviewing telemetry state, gear binding due to MRI, and other pertinent info per caller's inquires. No patient symptom was reported. The company representative was to confer with the hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the motor stall did resolve. The logs indicated the motor stall occurred (B)(6) at 5:54pm and recovery occurred (B)(6) at 10:22am. The cause of the issue was ¿telemetry mode.¿ actions taken to resolve the issue included pump interrogation and log retrieval. There were no symptoms. The patient weight was not available. The device remains implanted in the patient.